Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the device/therapy was not related to the fall which subsequently resulted in the fractured femur. The cause of the fall, worsening tremors, changed voice, affected walking, and parasthesia on the leg was not determined. It was further reported that the tremors are now under control. The overall issue is not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient fell, fractured her femur, and her tremors are worse and voice has changed. Patient states the tremors are affecting her walking and currently is in a wheelchair. Patient states the healthcare provider had to do an open reduction internal fixation monday. Patient states she has paresthesia on leg however nothing was in the way and doesn't know how she fell. No further complications were reported or anticipated with this event.